Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: fifty-eight samples were received for evaluation, the other two (samples) were not received and therefore, could not be evaluated. A visual inspection with the naked eye was performed with no issues noted. The reported condition was not verified. The devices met specifications. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sixty (60) minicaps were damaged. This was noticed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.